Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while using the ilet bionic pancreas during the learning phase, the user experienced hyperglycemia with a peak blood glucose of 232 mg/dl and approximately three hours above 180 mg/dl, without alarms above 300 mg/dl, ketone testing, back-up therapy, professional intervention, or assistance. Symptoms included no acute clinical effects. Outcomes included no changes to daily activities and no need for medical care. Investigation included review of device data and user report, along with troubleshooting and education regarding meal spacing during the learning phase and avoidance of overcorrection. Investigation of this case revealed the device was functioning, with elevated glucose attributed to behavioral factors during the learning phase, including not spacing meals by four hours and nonadherence to recommended eating patterns. It was concluded, based on previously established findings for similar reports, that the cause was unclear.